Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2012 due to pain, loosening and elevated metal ions.

Manufacturer narrative:
This case was reopened on jun 08, 2016 to enter additional information which had been received on may 17, 2016. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 48/42 code h. The patient was revised due to pain, loosening, elevated metal ions and hip disintegration.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted form use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA dna a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's (B)(4).